Manufacturer narrative:
The product has been returned for analysis; therefore, has been updated. The complaint received states that the firestar balloon had deflation difficulty during an interventional procedure. The target lesion was located in the left coronary artery. The lesion was described as 20 mm in length, type b1, and mildly calcified. During the procedure, the firestar ptca balloon catheter was inflated at 10 atms without problems, but it could not be deflated. It took ten minutes until the balloon was completely deflated. A medtronic guide catheter and 014 guidewire were used. An unknown indeflator during the procedure was used. There was no patient injury. The product was stored and prepped per the instructions for use. There was no damage noted with the product prior to use. To date, no further information has been available. The product will be returned for analysis. There was no report of injury for the patient. One non-sterile (B)(4) firestar 2.50 x 20 mm was received inside two plastic bags. Balloon was already inflated, inner body was found collapsed and elongated. Inflation medium residues were noticed. One kink was found at 17 cm from distal end. This condition on the shaft could be related to the way the unit was sent for the analysis. The guidewire was inserted through the unit with difficulty since the inner body was collapsed and elongated. After the insertion, the deflation/inflation test was performed without anomalies. Inflation and deflation time was found within specification parameters. No leakage or damage was observed. Sem analysis showed that both the transition seal and the proximal seal presented no evidence of blockage or any other anomaly that could be related to the reported failure. The sample exhibited no evidence of internal or external surface material damage. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The exact cause of the inner body condition could not be determined. It is likely that procedural factors could contribute to the issue. During manufacturing process there is a control to detect this kind of issues "(B)(4) final inspection / hub printing (B)(4) rx"; neither the DHR review nor the product analysis suggests that the issue is related to the manufacturing process of the unit. Therefore, no corrective or preventive action will be taken. The reported deflation difficulty failure was not confirmed, since no anomalies were found during microscopic and functional test. The exact cause of the failure reported by the customer complaint could not be determined. Neither the DHR review nor the product analysis suggests that the issue is related to the manufacturing process of the unit. Therefore, no corrective or preventive action will be taken. The reported deflation difficulty was not confirmed on analysis; however, the catheter inner body was collapsed and elongated. Inflation and deflation functional testing was performed without anomalies. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that procedural factors may have contributed to the reported difficulty.

Manufacturer narrative:
The product is available for evaluation, but has not yet been returned. Additional information will be submitted within 30 days from receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15196793 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. Nonconformances: no nonconformance records were issued for this lot. Process monitoring: no excursions were found for lot 15196793. Inflation/deflation test results were reviewed and no anomalies were encountered during manufacturing process of this lot. Calibration records for machines uson 4000 with calibration ID: (B)(4) were reviewed, and it was found that the equipment/tool was calibrated in a timely manner. The lot involved in the complaint was manufactured within the calibration dates. Preventive maintenance records for machines uson with equipment ID: (B)(4) were reviewed, and it was found that the preventive maintenance was executed during the established time period. The lot involves in the complaint was manufactured within the preventive maintenance dates. The operator qualification records for leak and deflation test for firestar and durastar using uson 4000 leak tester according to (B)(4)were reviewed. The operators that performed this operation were qualified on the appropriate manufacturing work instruction revision at the time of the lot manufacturing.

Event description:
During the procedure, the firestar ptca balloon catheter inflated without any problems, but it could not be deflated. The target lesion was located in the left coronary artery. The lesion was described as 20mm in length, type b1, and mildly calcified. During the procedure, the firestar ptca balloon catheter was inflated at 10atms without problems, but it could not be deflated. It took ten minutes until the balloon was completely deflated. A medtronic guide catheter and 014 guidewire was used. An unknown indeflator was used during the procedure. There was no patient injury. The product was stored and prepped per the instructions for use. There was no damage noted with the product prior to use. The product will be returned for analysis.